Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 210 units of insulin during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issues. Customer¿s blood glucose level was 250 mg/dl.